Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no reported clinically significant delay and no adverse consequences.

Manufacturer narrative:
Corrected data: d9/ h3 other text : device not returned.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no reported clinically significant delay and no adverse consequences.